Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient developed a mrsa infection about a month after initial implant in 2016 and that the ins was explanted as a result. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction, after additional review indicated that method code, result code, and conclusion code apply to this event. If information is provided in the future, a supplemental report will be issued.